Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium cluster54e; cat#: 702-04-54e; lot#: 70553401a. V40 cocr lfit head 36mm/0; cat#: 6260-9-136; lot#: 818pjx. Size 7 accolade ii 127 deg; cat#: 6721-0737; lot#: 63494304. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Performed an I&d due to possible infection of a hip. He revised the liner in the process. Original surgery was done on (B)(6) 2019 via mako robot 119. Update (B)(6) 2019 (B)(6): rep provided primary operative report, primary and revision usage sheets, and reported that no further information will be available.